Event description:
It was reported that the stent was not deployed in the intended location. The 50% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A contralateral antegrade approach was used to access the lesion. Pre-dilation was performed. A 7mm x 40mm, 130 cm eluvia drug-eluting vascular stent system was selected to be placed proximally to the 6mm x 80mm implanted eluvia. Tension was deployed in the distal direction as to not reach the branch, but the 7mm x 40mm was unable to deploy in the intended lesion location. It retracted on the proximal side of the 6mm x 80mm implanted eluvia. During deployment, there was no problem with the thumbwheel and no stent damage was observed. Further stenting was not completed. Post-dilation was performed. There were no patient complications and the procedure was completed.

Event description:
It was reported that the stent was not deployed in the intended location. The 50% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A contralateral antegrade approach was used to access the lesion. Pre-dilation was performed. A 7mm x 40mm, 130 cm eluvia drug-eluting vascular stent system was selected to be placed proximally to the 6mm x 80mm implanted eluvia. Tension was deployed in the distal direction as to not reach the branch, but the 7mm x 40mm was unable to deploy in the intended lesion location. It retracted on the proximal side of the 6mm x 80mm implanted eluvia. During deployment, there was no problem with the thumbwheel and no stent damage was observed. Further stenting was not completed. Post-dilation was performed. There were no patient complications and the procedure was completed.

Manufacturer narrative:
Device eval by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of an eluvia stent delivery system. The outer shaft, mid-shaft, proximal liner, and the remainder of the device were checked for damage. Visual examination showed buckling/kinked damage at the nosecone. The inner liner had a kink located approximately 5.5cm from the proximal end of the marker band. The pull handle was extended 9cm from the handle. The stent was not in the device when received. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.